Manufacturer narrative:
The reported elevations in pump power and estimated flow were confirmed through the analysis of the submitted system controller log file. Transient elevations in pump power and estimated flow were captured throughout the log file from (B)(6) 2016 at 12:57 pm to (B)(6) 2016 at 10:19 pm. In addition, a string of low flow hazard alarms were captured from 3:36 pm to 4:26 pm on (B)(6) 2016 while the system was operating at 8400 rpm. No further atypical alarms were captured for the remainder of the log file while the system was operating at 8600 rpm. From (B)(6) 2016 at 2:08 pm to the end of the log file, the pump parameters remained stable and no power elevations were recorded. The pump speed remained above the low speed limit throughout the duration of the log file. A specific cause for the observed pump parameter changes could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximat age of device - 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with pump power levels elevated up to 8 watts with estimated flow rates of 11.3 lpm over the course of 48 hours. It was reported that the patient was asymptomatic and there were no signs of hemolysis or other clinical concerns for hemolysis. A representative of the manufacturer's technical services team reviewed the system controller log file which had captured a transient pump power elevation up to 20.3 watts on (B)(6) 2016, and two strings of low flow hazard alarms on (B)(6) 2016 and again on (B)(6) 2016. The log file also captured two additional transient power elevations on (B)(6) 2016. It was reported that adjustments in the pump set speed were made during an echocardiogram. The patient appeared to have tolerated the adjustments and was discharged to a rehabilitation center.